Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. The device went into a boot up back up mode during final functional testing causing the device to fail functional testing. It was confirmed that the device went into boot up back up mode on 23-apr-2026 and the device had a ecc double bit error in flash with a low vdd33, flash supply. Both loaded and unloaded pacing current drain levels were normal for this device. The product code was unable to be restored in the hybrid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5071-35 lead, implanted (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited elevated but stable thresholds. It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited reduced device longevity of less than four years due to the chronic, elevated but stable lead thresholds. The crt-p was explanted and replaced, and the leads remain in use. No patient complications have been reported as a result of this event.